Manufacturer narrative:
Tracking #.46903. Device not returned for analysis.

Event description:
It was reported the device was used during an unknown procedure. It was reported the instrument would not fire. No other info was reported. There was no consequence to the pt.